Manufacturer narrative:
Concomitant medical products: product ID: addrl1 ipg, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited both over-sensing and under-sensing on stored electrograms (egms). The rv lead remains in use. No patient complications have been reported as a result of this event.